Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. The device was explanted.

Event description:
Healthcare professional reported left side deflation. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: creases and one crack opening. Leak test and microscopic analysis was performed which identified: one crack opening. Based on the device analysis, the final assessment is one opening crack assessed as cracked valve seat diaphragm valve.